Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. Additional information has been requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Per additional information received, the device is not available for return. An event regarding infection involving an unknown right knee tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Insert was changed due to possible infection on patient's right knee.

Event description:
Insert was changed due to possible infection on patient's right knee.